Manufacturer narrative:
Waiting for additional feedback from clinician.

Event description:
On august 25th, a seaspine rep called seaspine concerning some broken screws. According to the rep, the clinician stated that he had implanted 5.5 screws in two very active (B) (6) females and in both incidents, the screws broke.